Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. The lot number provided in the photos matches this report. The label in the photo matches the product reported. In addition to the photo of the product labeling, a photo of the device was also received. In the additional photo, the deflated balloon can be seen however no damage or leakage can be identified from the photo. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The device history record does contain a nonconformance that could potentially be related to the complaint. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Additional information received indicates that the balloon was inflated prior to patient contact. The instructions for use direct the user "do not pre-inflate the balloon." Prior to distribution, all quantum ttc biliary balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that the balloon was inflated prior to patient contact, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a dilation procedure, a cook quantum ttc esophageal balloon dilator was used. The user advanced the device to the esophagus through an endoscope, then inflated the balloon with water and then discovered the leaking issue [balloon leakage in the esophagus]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is ongoing. A follow up emdr report will be sent within 30 days of submission for the device evaluation and completed investigation.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch/box from the lot number provided in the report. The label matches the product returned. Two photos were also provided with the report. The lot number provided in the photos matches this report. The label in the photo matches the product reported. In addition to the photo of the product labeling, a photo of the device was also received. In the additional photo, the deflated balloon can be seen however no damage or leakage can be identified from the photo. Our laboratory evaluation of the product said to be involved confirmed the report. A functional test was performed on the returned device. A cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle and negative pressure was applied to the balloon. After applying negative pressure, the balloon was inflated with water and the balloon would not hold pressure. A leak was observed from 2 pinholes at the proximal end of the balloon material. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record does contain a nonconformance that could potentially be related to the complaint. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: the additional information provided indicated that the balloon was inflated prior to patient contact. The precautions in the instructions for use warn the user: "do not pre-inflate the balloon." A possible contributing factor to balloon damage is if the balloon is inflated prior to advancement through the endoscope. The increased size of the balloon after inflation would increase the force required to advance the catheter into the endoscope. This is the most likely root cause. Prior to distribution, all quantum ttc biliary balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.